Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2004; 694765, implantable tachy lead, (B)(6) 2009; 419478, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device battery depleted early. The device was explanted and replaced. No patient complications have been reported as a result of this event.